Event description:
Servo u vent screen when gray, appeared to be restarting, switched out vent. From manual the user interface may occasionally restart. The rest is brief and the ventilator continues according to settings. No action is required by the user. The user interface and touchscreen is inactive during the restart. No alarm is activated during the restart, but any alarms activated during restarted will be audible and after the restart they will be visible. According to getinge, the restart should take no longer than 35 seconds to complete, during this time they recommend that the rt observe the pt's chest movements to verify that ventilation is being delivered. Our systems are running software (B)(6). Even though this is a known issue, we believe corrective measures need to be taken.